Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition an early sensor expiration due to stale stop command was found on (B)(6) 2019. No injury or medical intervention was reported.